Event description:
It was reported that t:slim x2 pump battery would not charge and that pump history showed power source alert 07, although no low power alerts or shutdown alarms occurred. There was no reported impact to the customer¿s blood glucose level. Customer changed charging cable and wall adapter to non-tandem supplies, after which pump began charging, and technical support advised against continued use of third-party charging supplies and arranged replacement tandem charging supplies, with no further assistance required.